Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device control panel was inoperable. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.